Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and out-of-range (oor) pacing impedances > 2000 ohms. Surgical intervention was performed where the lead was surgically abandoned and a new ra lead was implanted. No adverse patient effects were reported.